Manufacturer narrative:
Additional information : the device was manufactured between february 28, 2019 - march 01, 2019. The two (2) actual samples were received for evaluation. Unaided visual inspection was performed which observed a white curved piece of plastic shaving inside the bags. Additional magnified inspection verified a loose curved shaving approximately 0.25 inches in length, inside of the middle of the bag of sample one and on the inside upper left of the bag of the sample two. The reported problem was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag were contaminated. It was further reported that the bags were identified with floating particles. This issue was identified during filling. There was no patient involvement. No additional information is available.